Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lobectomy surgery, when severing interlobar bronchus tissue, after fired, noted some staples malformed with straight leg . Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.